Manufacturer narrative:
H6; dislodged anvil. The analysis results confirmed that the instrument with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec.

Event description:
It was reported that a tsb35 was used during an unk procedure. It was reported by the affiliate that the anvil got out of alignment after reloading. There was no consequence to the pt.